Manufacturer narrative:
(B)(4). The customer report of a catheter body leak could not be confirmed through investigation of the returned sample. The customer returned one sheath for analysis. Visual analysis of the sheath revealed no obvious defects or anomalies. The sheath passed all relevant dimensional and functional requirements including leak testing performed per relevant standard. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the mac was indwelling within the patient when the nurse pulled back on the lumen and had no blood return. When the nurse did get blood return, bubbles were observed. One hour later the nurse noticed wetness on the patient's skin. The nurse flushed the catheter and noticed swelling within the patient's neck. The decision was made to remove the catheter due to concern over possible infiltration and/or catheter damage". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the mac was indwelling within the patient when the nurse pulled back on the lumen and had no blood return. When the nurse did get blood return, bubbles were observed. One hour later the nurse noticed wetness on the patient's skin. The nurse flushed the catheter and noticed swelling within the patient's neck. The decision was made to remove the catheter due to concern over possible infiltration and/or catheter damage". No patient harm or injury. The patient status is reported as "fine".